Event description:
The customer reported that during sealing in a hepatectomy procedure, end tones were heard but the device could not complete the sealing. There was no bleeding noted. The vessel was sealed using another device and there was no patient injury.

Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been rec'd for evaluation. If the sample is rec'd or if add'l info pertinent to the incident is obtained a f/u report will be submitted.